Event description:
The pt noticed the stimulation therapy coverage moved from her lower back and upper legs to her calves. An x-ray showed that the leads had migrated downward 3-4 mms. The implantable neurostimulator was reprogrammed to provide coverage of painful areas. The pt was very happy with therapy afterward.

Manufacturer narrative:
(B) (4).